Manufacturer narrative:
Investigation: one loose 10ml syringe with unidentified needle attached without any packaging was received inside a box. The syringe was visually evaluated. It was observed to have a jammed stopper condition as well as signs of use as evidenced by presence of liquid droplets inside the barrel¿s fluid path. Potential root cause for the jammed stopper defect is associated with the assembly process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that when drawing medication, the medication leaked from past plunger with a bd syringe luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that when nurse went to draw medication, medication leaked from plunger area.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when drawing medication, the medication leaked from past plunger with a bd syringe luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that when nurse went to draw medication, medication leaked from plunger area.